Manufacturer narrative:
Operator of device and 510k are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not alarm. No patient injury was reported.

Manufacturer narrative:
One device was received and was scrapped without being investigated. The most probable cause would be a malfunctioning printed circuit board (pcb) board with no audible speaker. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No further action was taken as the device was scrapped.

Event description:
Patient involvement unknown.